Manufacturer narrative:
The instrument tracker was returned to the manufacturer for evaluation. It was noted that the side tabs of the tracker had broken off at the tip. It was noted that with markers attached and fully seated, the unit returned good geometry and divor error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the instrument tracker broke. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.